Event description:
It was reported that both the device and right ventricular (rv) lead were explanted as a result of a system infection. Because the patient is not pacemaker dependent, the physician elected to continue with normal follow ups and will determine if a replacement system is necessary n the future. The patient was stable with no additional adverse consequences.